Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the pump was returned with the keypad buttons hard to push but still responsive. There was no evidence of physical damage found on keypad. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad issue, the display screen was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported that there was a button/keypad issue. No additional information was available at the time of this report. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.